Event description:
A customer reported that explanted intraocular lens with an unknown replacement lens, blurred vision and hyperopic outcome with no post-operative treatment results in the unknown eye of a patient, after intraocular lens implantation surgery. The current patient condition is unknown.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).